Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient expired due to sudden myocardial infarction and extensive cardiac disease. Cardio pulmonary resuscitation (CPR) was performed. It was noted that the patient was hospitalized. Death was not related to the implantable system or the implant procedure. Additional information was not reported.